Event description:
It was reported that the packaging was observed to be damaged at a stock location by the physician during device preparation prior to an implant. The physician questioned the sterility of the device. Another device was prepared and used. The implant was performed without any delay or consequences.

Manufacturer narrative:
The reported field event of packaging anomaly could not be confirmed. Visual inspection of the device did not reveal any anomalies. Visual inspection of the packaging could not be performed as the packaging was not returned. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.